Manufacturer narrative:
(B)(4). The event of capsular contracture, lymphadenopathy, seroma, lymphoma, and lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Regulatory agency reports an alcl diagnosis on the right side. Clinical symptoms: late seroma, nodule formation, capsular fibrosis/contracture and lymphadenopathy. The device was also ruptured. Treatment: explantation and capsulectomy. The device lot number and implantation date provided by the reporter suggest that the device was implanted after its expiration date.